Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008 and on (B)(6) 2008 due to difficulty voiding after suburethral sling and symptomatic cystocele. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and obtryx were implanted. The patient underwent an additional gynecological procedure on (B)(6) 2008 and perigee was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic subtotal hysterectomy and lap colpopexy. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.